Manufacturer narrative:
A ge oec service rep investigated the issue and found the collimator pot gear loose. The gearing was tightened and collimator re-aligned and calibrated. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had collimator failure on system boot-up.